Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the waveguide was found to be broken. It was reported that the device received a red light and would not activate during use. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was in contact with metal objects during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. The user was advised to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the first device was used for about 3 hours and then it stopped working. The device transducer and battery were replaced but it still did not work. Another device was used and after about 40 minutes, it stopped working. There were error tones heard or red lights observed. Another device was used to complete the case. There was no patient injury.